Manufacturer narrative:
The philips service engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Additionally, the customer has the wired footswitch available as a backup. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not pairing to the base station. The wi-fi led was red, which indicates a loss in the wireless connection. The system was not in clinical use. No harm has been reported to philips.